Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI:(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in france that during an unknown surgery on (B)(6) 2022, it was observed that the fms tornado micro ii hand controlled shaver handpiece device did not turn well. Another like device was used to complete the procedure with a few minutes delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary the complaint device was received at the elsg & manufacturing site and evaluated. Per service report, this complaint can be confirmed. During the analysis of the device, it was deemed that the motor presented a failure; however, as the motor cannot be disassembled to perform a repair, the devices must be discarded. The front seal of the motor is allowing saline to enter the motor during use. This causes the handpiece to stop functioning. This fault affects the  reliability of the handpiece but does not adversely impact patient safety. This issue has been escalated to CAPA. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H10 correction narrative: d4: the serial number has been updated to reflect the correct information. Therefore, UDI: (B)(4).